Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that two days after a c-section, the patient had a large number of their staples fall out prior to the first dressing change following surgery. The patient was still in the hospital at the time this occurred. There was no further intervention required.